Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 980 ventilator had a blank display and went into an inoperable condition. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) printed circuit board (pcb) to resolve the issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) backplane printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found a solder bridge short circuit on the (j14) user interface connector. No errors were recorded in the diagnostic logs. An investigation was performed and the product investigation technician reported that the reported condition was isolated to a manufacturing defect on the solder short in the bd pcb due to a vendor process. If information is provided in the future, a supplemental report will be issued.